Event description:
Breast sizers leave residue following reprocessing on at least three occasions. This resulted in unusable product and potential delays in patient care as new sizers are located. It is unclear what effect the residue would have if used on a patient if caught. Reprocessing was observed by manufacturer and found to meet recommended standards per IFU. Manufacturer response for resterilizable gel breast implant sizer, (brand not provided) (per site reporter). The manufacturer has visited our facility to observe the reprocessing process. We have been told reprocessing is being done correctly and there is no explanation for the residue. We are currently awaiting guidance from the manufacturer.